Manufacturer narrative:
A field service engineer report: system in very good working order. Parameters were right at specifications per manuals. Ct9000adv safety feature messages were verified as "enabled" by fse. System returned to full service by customer.

Event description:
Sales representative reports via phone that customer has experienced an air injection. 2/7: customer reports that female having a CT of chest with contrast for pneumonia. IV accesss is rt ac with 20ga gelco catheter. Sixty inches coiled tubing connected to IV access device and then to optiray 300, 100ml prefilled syringe. Injection protocol set at 1.7ml/sec for 95ml volume. Scan and injection started. Patient experienced respiratory distress and a code was called. The patient revived and is recovering very well. Air is seen in subclavian and heart chambers, but customer did not know amount seen. No further information available at this time.